Event description:
It was reported that a peritoneal dialysis (pd) patient had a box of delflex 6l solution bags that are hard to lift as there are no handles on the box. The patient has a hernia. The patient had to doublecheck the solution was correct before using. Upon follow up, the patient provided additional information stating the hernia occurred on (B)(6) 2021. The patient couldn't confirm the cause of the hernia. However, the patient suspected that during a fill when the abdomen was full of solution, the patient attempted to lift and open the box of delflex solution. It is unknown what type of hernia the patient incurred and where the hernia is located. Attempts to obtain additional information from the patient¿s peritoneal dialysis registered nurse (pdrn) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: there is a possible temporal and causal relationship between pd therapy utilizing the liberty select cycler with the delflex solution. The patient stated he was in a fill when he attempted to lift and open the solution box possibly resulting in the hernia; however, it is unknown if the patient was completing automated pd on the cycler or manuals at that time. The patient also could not confirm if lifting the solution boxes while filling with the delflex solution was the cause of the hernia. Patient position and amount of dialysate instilled during treatment can impact the increased intraabdominal pressure (iap) experienced by the patient. Straining and exercise are other factors that can increase iap. This iap can put stress on abdominal structures which may already include areas of weakness resulting in hernias. Due to the limited available information and not confirming if the patient was connected to the liberty select cycler during the fill that he reported was the cause of the hernia, the liberty select cycler and box of delflex solution cannot be excluded as causing or contributing to the patient¿s hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a box of delflex 6l solution bags that are hard to lift as there are no handles on the box. The patient has a hernia. The patient had to doublecheck the solution was correct before using. Upon follow up, the patient provided additional information stating the hernia occurred on (B)(6) 2021. The patient couldn¿t confirm the cause of the hernia. However, the patient suspected that during a fill when the abdomen was full of solution, the patient attempted to lift and open the box of delflex solution. It is unknown what type of hernia the patient incurred and where the hernia is located. Attempts to obtain additional information from the patient¿s peritoneal dialysis registered nurse (pdrn) were unsuccessful.